Event description:
Physician advanced boomerang and felt resistance, pulled back. He advanced again, felt resistance. The angio picture showed the boomerang sub-intimal, small dissection. Patient on heparin and gp iib/iiia.

Manufacturer narrative:
Physician indicated the injury was small and would heal itself.